Event description:
Revision surgery - the patient was experiencing instability, therefore the doctor felt it was necessary to exchange the insert and head.

Manufacturer narrative:
The reason for this revision surgery was identified as instability after one month of patient use. The outcomes attributed to this event were required intervention to prevent permanent impairment/damage. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the eighth complaint for this part number (three infection, three dislocation, and one trauma), and this is the first complaint for this lot number. The root cause was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. Several factors not related to the implant can play a role in instability; such as loose joint from inadequate soft tissue, implant selection, or patient activity.